Manufacturer narrative:
Additional device product code: hwc. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a broken ulnar shortening osteotomy plate on (B)(6) 2017. The surgeon performed an ulnar shortening osteotomy using a synthes 2.7 locking compression plate (lcp) ulnar shortening osteotomy set, on an unknown date, prior to plate failure. The surgeon reported that the patient was non-compliant after initial surgery and it was found that the plate had broken upon follow-up x-rays on an unknown date. The surgeon successfully completed the revision using a synthes 3.5 lcp plate from the small frag set. All of the devices were removed easily. Concomitant devices reported: screws. This report is for one (1) 2.7 mm lcp ulna osteotomy plate 8 holes. This is report 1 of 1 for complaint (B)(4).